Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit had a piston migration of 1.58 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was then disassembled and debris was found within the solenoid valve housing and filter screen. The complaint was confirmed and the root cause has been associated with debris within the solenoid valve assembly preventing the valve from sealing properly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the arcr procedure, the device was making strange noises. The procedure was completed with a competitor device as a back-up. The procedure was delayed 10 minutes. No patient injury was reported.